Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedances during a device change out procedure. The impedances rose from 350 ohms to greater than 3000 ohms. The rv lead was suspected to be fractured. The lead was surgically abandoned and replaced. During the procedure, the lead was tested on the pacing system analyzer which confirmed the out of range impedances. No additional adverse patient effects were reported.